Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed a hardware low level failure two times. The device also had a motor communication error alarm. The customer¿s blood glucose during the incident was unknown. No further details were given. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The motor arm crest art cannot communicate with the main arm was noted in the formatted history due to a software issue. (B)(4).